Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 50-60 mg/dl. Reportedly, the customer delivered more insulin than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.